Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the pump gave a 0.0 units bolus dose of insulin without user intervention. The patient reported there were no issues with the keypad and no damage was seen. There was no adverse event associated with this issue.

Manufacturer narrative:
Date of submission: 07/01/2012.

Manufacturer narrative:
(B)(4):a normal bolus and an audio bolus were delivered successfully and were both accurately recorded in the pump history. Using a test meter, a normal bolus was successfully performed and accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The pump was exercised for 24 hours without any boluses recorded in the pump history without user intervention. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.